Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. (B) (4)

Event description:
The facility representative reported a colleague pump with a condition of "will not stay on" during biomedical testing. No patient injury or medical intervention resulted from the event. The colleague pump contains colleague 2006 remediated uim master software (B) (4). No additional information was available at this time.